Event description:
It was reported that this right ventricular (rv) lead exhibited low r-wave amplitudes and high thresholds. This lead was attempted to be repositioned, however the lead was unable to be repositioned as there was fibrotic tissue observed on the helix. This lead was unable to be retracted, therefore this patient is expected to be transferred to another healthcare facility to complete the extraction. This patient remains hospitalized. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.